Event description:
The reporter called lifescan and alleged that the pt's meter was prompting an error 2 message. The pt stated they were unable to test for a few days. They visited their physician to have their blood sugar tested and the result was 284 mg/dl. The physician wrote the pt a prescription and advised pt to increase their insulin. The pt reported no symptoms at the time of testing. The pt stated that the correct technique was used and that the test strips were in good condition. The issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no indication of the pt suffering a serious injury. A replacement meter has been sent to the pt.